Event description:
It was reported that the 9800 system had poor image quality with pixilated images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, video cable, and display adaptor cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.